Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter read inaccurately high compared to another device (bayer). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 1:33pm. The patient reported obtaining blood glucose readings of "290 mg/dl" wsith the subject meter and "115 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient is on insulin pump therapy. In response to the alleged inaccuracy issue, the patient claimed she took an increased dose of humalog insulin (0.5 units) at 1:35pm. The patient denied developing any symptoms as a result of the alleged issue and there was no mention of medical treatment/intervention received for an acute low blood glucose excursion after obtaining the alleged inaccurate high result. The patient stated that a blood glucose test was performed on another device at 3:00pm and a result of "115 mg/dl" was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. The subject products were requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor did she report receiving any medical intervention for this condition after obtaining the alleged inaccurate high result. However, this complaint is being reported as a malfunction because the reported results did not meet lfs's accuracy criteria and the alleged inaccuracy issue remained unresolved at the time of troubleshooting.